Manufacturer narrative:
Investigation: strip lot 274161 had expired on the last day of (B)(6) 2013. Customer utilized an expired product. This may lead to incorrect interpretation of inratio results. Data provided were not valid for comparison test. No further action is required at this time. Conclusion: strip lot 274161 had expired on the last day of april 2013. Customer utilized expired product. Strip lot used were expired. No trending is required.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2013; inratio inr: 1.9, 2.8 and 3.7. Reportedly, the tests were performed back to back on the same finger and the same finger stick site. Additionally, the strip code was not accurate and the strips were expired. Therapeutic range was 2.5 - 3.0 for the patient. There was no reported adverse patient sequela. There was no add'l info provided.